Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch harness connections were tightened, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit on boot up had a system reset error which results in a loss of ability to mechanically ventilate. There is no report of patient involvement.